Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted a technical support engineer (tse) and reported that an issue has happened previously, and this complaint was opened to document the previous procedure information. The procedure was completing as planned with no reported injury. As previously reported under patient identifier (B)(6), it was reported that during a da vinci-assisted prostatectomy radical w/lymphadenectomy surgical procedure, the customer kept getting recoverable faults. The nurse reported the recoverable faults occurred in mid procedure. The tse confirmed multiple errors in the logs pointing to universal surgical manipulator (usm) 4 nodes. The tse recommended a hard power cycle of the system; however, the customer opted not to do so. The tse suggested disabling arm 4 however the customer opted out of doing so. The customer was not interested in troubleshooting at the time and therefore the customer elected to end the call. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the customer reported that they disabled the arm in order to proceed with the procedures each time that the issue reoccurred. There was no reported injury. No further details could be provided as the events occurred a while ago and no images or patient demographics were available for review.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse confirmed multiple recoverable faults and therefore replaced the universal surgical manipulator to correct the reported issue. The system was tested and verified as ready for use. The universal surgical manipulator (usm) involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. As of (B)(6) 2022, a review of the site's complaint history revealed patient identifier (B)(6) is a related record of this complaint (patient identifier (B)(6). A procedure log report review was performed. Per the review, the following was confirmed: the logs confirmed that the customer performed a unilateral inguinal hernia procedure on (B)(6) 2022 on system (B)(4). Refer to appropriate fields within the complaint. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse) and regulatory post market surveillance (rpms) analyst. Investigation revealed the following possible system errors: 31199, 25730 32114, 25732 and 25731 that potentially related to the reported issue the customer experienced. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. Additionally, the fse confirmed multiple recoverable faults and replaced the universal surgical manipulator to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported failures of "errors 32114, 31199, & 31226". The unit was tested on an in-house system and passed normal mode. The system did not trigger errors 32114, 31199, & 31226 on the rolling loop but they were confirmed via error logs and system logs. During the inspection the rolling loop was found to be loose and wavy. Also, the rolling loop power readings were trending down. The unit went through more testing on a pftp and passed the direction test, lissajous, chip encoder virtual absolute (cva) characterization, sensors check, sine cycle, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The rolling loop assembly will be replaced as a fix to the reported problem.